Event description:
Manufacturer report number: 3006705815-2021-05240, 1627487-2022-05354. It was reported the patient is experiencing ineffective therapy due to high impedances. Surgical intervention took place on (B)(6) 2021, wherein the leads were repositioned. During the surgery it was observed the leads were fractured. Effective therapy was restored.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The event of high impedance was reported to abbott. Implanted leads were repositioned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.